Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was heart disease. No further information is available at this time.

Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have deceased. Automated test equipment (ate) testing was performed, and the device was normal. No anomalies were found.